Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:07 pm CT. The report number is being corrected from: 2134265-2018-64577 to: 2134265-2018-63089.

Event description:
It was reported that stent damage and shaft break occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilation with 2.0 x 15mm non-bsc balloon catheter, a 2.75 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion even after several attempts. Angiography revealed the stent strut was damaged. However, the mid shaft broke when the device was removed. No patient complications were reported. Rotablation was then scheduled. Device eval by manufacturer: the device was returned for analysis. An examination (visual and via scope) of the crimped stent found that the stent was damaged as it was severely bunched and moved in a distal direction on the balloon such that it was covering the distal markerband and balloon cone. The balloon was reviewed and no issues were noted. The balloon was tightly wrapped and folded and was not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indication correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found a hypotube break 5mm distal to distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip found tip damage.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and shaft break occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilation with 2.0 x 15mm non-bsc balloon catheter, a 2.75 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion even after several attempts. Angiography revealed the stent strut was damaged. However, the mid shaft broke when the device was removed. No patient complications were reported. Rotablation was then scheduled.